Event description:
The user facility reports the package was opened by an experienced nurse. The valve was filled with saline to observe the flow. Lack of flow was observed. The nurse tried to pump the valve manually but there was no flow observed. No patient injury was reported but the valve could not be used due to the lack of flow.